Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor stopped working occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a sensor stopped working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). D9 device available for evaluation - correction: initial MDR d9 should have been marked 'no'.

Event description:
Subsequent to the initial MDR, a correction is required.